Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of p and t-waves resulting in storage of inappropriate atrial fibrillation (af) episodes. The smartpass feature was noted to be disabled due to low amplitude signal measurements. Technical services (ts) discussed programming options. The smartpass feature was programmed back on and monitoring was continued. Information was received four months later that the smartpass feature again disabled due to low amplitude signal measurements. No changes were made and monitoring was continued. Subsequent information was received that the s-ICD and electrode exhibited oversensing during exercise and resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of p and t-waves resulting in storage of inappropriate atrial fibrillation (af) episodes. The smartpass feature was noted to be disabled due to low amplitude signal measurements. Technical services (ts) discussed programming options. The smartpass feature was programmed back on and monitoring was continued. Information was received four months later that the smartpass feature again disabled due to low amplitude signal measurements. No changes were made and monitoring was continued. Subsequent information was received that the s-ICD and electrode exhibited oversensing during exercise and resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.